Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Analysis - the broken clamp screw was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device passed dimensional verification but failed visual inspection since it was fractured; thus confirming the reported event. Based on the information available, there is no evidence to indicate that a device malfunction caused or contributed to the reported event, the fracture was caused by torsional overload. From the instructions for use: do not allow anyone but a surgeon, physician's assistant or surgical assistant trained in the procedure to attach the outflow graft to the pump, as a loose graft connection may lead to bleeding and/or an air embolus. Slide the strain relief over the outflow graft. Next, stretch the outflow graft over the hvad® pump outflow conduit. Hemostats can be used to assist with the procedure. Verify that the outflow graft is not kinked or twisted. If necessary, reattach graft if kinking or twisting occurs. Do not use excessive force when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required. The action to assemble the outflow graft and the strain relief are done away from the patient and a broken screw would not represent a device fragment. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that during surgical procedure: "outflow graft and strain relief put onto pump in normal fashion. Strain relief screw tightened down and screw head broke off. Cs not present until after issue. Cs instructed rnfa to pull off strain relief and outflow graft from pump; added force needed. A 1153 opened and used new strain relief. Pump put together in normal fashion. Site will return strain relief for inspection." There was no reported consequences or impact to the patient. The device was returned for analysis.

Manufacturer narrative:
This report is being submitted to allow for emdr submission of 3007042319-2016-01612, follow-up 002. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.